Event description:
We received an allegation of questionable ise results for 1 patient's serum sample tested on a cobas pro ise analytical unit when compared to a different analyzer. Results for the following tests were affected: sodium (na) and chloride (cl). Na: initial result: 152.6 mmol/l. Repeat result: 138 mmol/l (tested on another analyzer). Cl: initial result: 112.7 mmol/l. Repeat result: 100.8 mmol/l (tested on another analyzer). Since the initial results did not match the point of care (poc) results, the samples were then repeated.

Manufacturer narrative:
The na reagent lot number was r5857. The expiration date was not provided. The cl reagent lot number and expiration date were not provided. Calibration and qc were performed and they were acceptable. On the day of the event, the alarm trace showed multiple alarms including sample probe: abnormal aspiration alarms and abnormal aspiration alarms. This is consistent with a poor sample quality. The field service engineer (fse) found the sample probe and the sipper probe were defective. He also found that the tubing was stretched behind the valves. The fse replaced the sample and sipper probes and corrected the tubing. He also performed the necessary alignments by checking the electrode seating, the o-rings, the reagent straws, and the filter. The fse corrected the tubing behind the valve. The fse then ran purges, primes, and checks, and they were all successful. Calibration was performed and it was acceptable. The fse did a performance check and the instrument was performing within specifications. The cause was due to defective sample and sipper probes and stretched tubing behind the valves. The service action (replacing the sample and sipper probes and correcting the tubing) resolved the issue. No further issues were reported afterward.